Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: (B)(6).

Event description:
It was reported that during pre-use inspection the cs100 intra-aortic balloon pump (iabp) alarm system failure occured. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the equipment alarm system failed. The inflation valve group was judged to be faulty. As a result, the drive manifold assembly was replaced. Post repair testing showed the device passed the performance and safety checks according to factory specifications.

Event description:
N/a.